Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence. User error: device was not charged after battery ran out of power and user did not revert back to manual dosing.

Event description:
On (B)(6) 2025 the user was hospitalized for diabetic ketoacidosis with a bg of 857 mg/dl after the ilet device battery died and insulin delivery stopped. The user did not revert to backup insulin therapy and was treated with exogenous insulin at (B)(6) hospital in (B)(6). The user was discharged on (B)(6) 2025 and remained on multiple daily injections until a replacement charger was received.